Event description:
It was reported that a cadd legacy pumps started beeping with no error message. Patient was not sure if this is a pump issue or a cassette issue. When she tried to switch to the back pump, the beeping was still there but she was able to get pump running lot number for cassette is 4220001. Additional information received and attached by ICU medical on ((B)(6) 2022): patient details and pump serial number. No patient injury was reported.

Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.